Event description:
It was reported to ventec that the device's exhaled tidal volume (vte) levels were low. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device's exhaled tidal volume (vte) levels being low was confirmed. During the device's evaluation, ventec also observed that it was unable to maintain peep (positive end expiratory pressure). Ventec replaced the internal flow transducer (ift) to resolve both the reported and observed issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of both the reported and observed issues was the ift.